Event description:
It was reported that, during an ukr surgery, the femoral impactor was noticed as cracked before impacting. A coban wrap was used to secure the polymeric section; however, after using it in the patient and unwrapping the attachment, it was noticed that the impactor had broken in two. It is unknown if surgery had any delay.

Manufacturer narrative:
H10: h3, h6: the device was used for treatment. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn 500007 revj) provides instructions for using the femoral insertion/extraction tool. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. The root cause could not be determined after investigation. A factor that could have contributed to the reported issue is mechanical component failure of the femoral impactor head breaking during use/impaction.